Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient may undergo surgical intervention for an unknown reason. Additional information regarding the reason is pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025 wherein patient's entire system was explanted due to ineffective therapy, allergic reaction (scab) at the lead site and impaired healing at the lead incision site. It is unknown which lead caused the issue (ineffective therapy). Therefore, the ipg is no longer reportable.

Manufacturer narrative:
Additional information received indicates patient's system was explanted due to lead issue. Therefore, the ipg is no longer reportable.